Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material existed inside the nozzle but the specific material could not be identified. The nozzle was not deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The repair inspection of the subject device found the air/water nozzle at the distal end of the scope was found to have a foreign object due to insufficient cleaning. The clogged air /water nozzle is causing reduced flow. The inspection also noted the following: a part of the bending section cover adhesive is missing. Parts of the objective lens adhesive and light guide lens adhesive is cloudy. The bending angle is insufficient, and the play of the angulation knob is out of specification due to the elongation of the angle wires. Liquid leakage to the scope connector. The insertion tube is discolored. The distal tip cover has indentations. The suction cylinder has scrapes and some paint is peeling off. The forceps plug cap has been scraped off. The universal cord has wrinkles. There are also scratches to the insertion tube, protective boot cover and on the control body/grip. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer evis lucera elite gastrointestinal videoscope was returned to olympus repair center for a reported ¿repair poc 200 maintenance request¿. The customer reported problem was found during an unspecified event. During the repair inspection, the air/water nozzle at the distal end of the scope was found to have a foreign object. This report is being submitted to capture the foreign object in the nozzle. No death, injury or harm was reported.